Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device has no connection of the "p.e." (Grounding system). There was no patient involvement.